Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The blood glucose reading was over 500 mg/dl. The customer stated that she was becoming unconscious, vomiting, and had excessive urination. She noted that she had replaced 3 sensors due to blood at the insertion site. She reported that she may have inserted the sensors incorrectly. After the 911 call, the customer was treated with an intravenous drip, since hospital workers took her off of insulin pump therapy upon her admission. She stated that she connected back to the insulin pump once she was discharged and came home. She was advised that the sensors would be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2015-04215.